Manufacturer narrative:
Patient¿s height reported as 64 inches. Additional patient identifier reported as (B)(6). Date of postoperative pain development is unknown. This report is for unknown quantity of unknown spine screws/unknown lot. Part and lot number are unknown; UDI number is unknown. 510-k number is unknown. Device has not been reported as explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter address and phone number were not available for reporting. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent an anterior cervical discectomy and fusion (acdf) procedure using vivigen cellular bone matrix at the c5-c7 levels on (B)(6) 2017, where the patient was implanted with a vectra plate, two spacers with central lumen, a vivigen pouch and a distractor pin. Post-operatively, on (B)(6) 2018, the patient had a fall in shower that resulted in headache, hip pain, and small laceration. On (B)(6) 2018, the patient presented again with hip pain. Concomitant device reported: unk - biologic tissue matrix: vivigen (part # unknown, lot unknown, quantity 1); distractor pin 12mm (part # 02.600.022, lot # unknown, quantity 1). This report is for unknown quantity of unknown spine screws. This is report 4 of 4 for complaint (B)(4).